Event description:
It was reported that the wake button on the pump was sticking and often unresponsive. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.